Event description:
The customer reported that the side-firing fiber was noticed to have commenced forward firing during a prostate procedure. The procedure was completed with a second fiber. Patient outcome: "no injury to the patient reported".

Manufacturer narrative:
(B)(4) refers to forward-firing of the side-firing surgical fiber; a code request has been submitted.

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the distal part of the glass cap is detached and not returned; the fiber is fractured distal to glue zone at the bevel edge; the glass cap is fractured proximal to the bevel edge; the fiber proximal to fracture is blackened; the fiber proximal to fracture can rotate independently of metal cap; the heat shrink tube open end is slightly melted. Based on the device analysis, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.